Event description:
Perfusionist was unable to rewarm the pt near the end of the bypass run. Realized the arterial blood temp was not coming up beyond 36 degrees c. Pt temp was sitting around 33.4 to 34.3 degrees c for a very long time. Changed out the heater/cooler with no improvement. Informed the surgeon and asked if the heart could be allowed to eject as the clamp was off and the heart was beating. He agreed. Pt was just under 36 degrees c upon termination of bypass. There was no pt detriment.

Manufacturer narrative:
Laboratory analysis of the oxygenator's heat exchanger revealed it was partially occluded with the brazing material used to weld components of the heat exchange together. This reduced the available surface area for heat transfer causing reduced heat exchanger efficiency. Process corrections have been made at the supplier of the heat exchanger and inspections added both at the supplier and cobe cardiovascular. Based on the investigation of this incident and the cause, a formal field notification was issued to all affected customers.